Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0208 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, "piccline with hole in it. Yesterday I had a patient who received her last treatment, in the middle of the treatment the patient saw that cytostatics came out on the skin (she had a red cyto which made it clear). We stopped the treatment and flushed thoroughly without being able to see any leakage and therefore dared to continue the infusion. When we then removed the catheter, we could see (when we bent it) that there was a small hole just inside the butterfly." Additional information received: "the treatment was able to be carried out, we flushed lots of nacl and then no leakage, I think the leakage occurred when the catheter kinked at some point because when it was pulled we only got leakage when we tried to kink it, it was a very small hole that was hard to find."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A partially circumferential split was observed just distal of the molded joint. Microscopic inspection of the split revealed dull fracture features. Coarse striations were observed. Mechanical damage was abundant in the vicinity of the split. Coarse striations and material flow were observed at the split site and circumferentially opposite the split. The fracture features, coarse striations, and material flow were consistent damage caused by contact between the catheter and a traumatic grasping instrument such as forceps or hemostats. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer, "piccline with hole in it. Yesterday I had a patient who received her last treatment, in the middle of the treatment the patient saw that cytostatics came out on the skin (she had a red cyto which made it clear). We stopped the treatment and flushed thoroughly without being able to see any leakage and therefore dared to continue the infusion. When we then removed the catheter, we could see (when we bent it) that there was a small hole just inside the butterfly." Additional information received: "the treatment was able to be carried out, we flushed lots of nacl and then no leakage, I think the leakage occurred when the catheter kinked at some point because when it was pulled we only got leakage when we tried to kink it, it was a very small hole that was hard to find."